Event description:
It was reported that the cstat 3000 would not initialize creating delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The computer unit was replaced. The system was tested and found to be working as intended and placed back into service.